Event description:
Customer reported that the insulin pump had many scratches and the display was worn. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Pump received with scratched display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, and missing end cap sticker.